Manufacturer narrative:
The reported event was confirmed during the device evaluation. Upon visual inspection, the device was found to have damage to the internal wiring. The device was discarded by the manufacturer.

Event description:
It was reported that during testing conducted at the user facility the tps handpiece cord overheated and caused the handpiece to run without user activation. It was confirmed during testing at the manufacturing facility that the tps handpiece cord caused the handpiece to run without user activation and that the device caused a bias current message to be displayed on the console, signaling a condition in which the device has the potential to run without user activation. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.